Event description:
It was reported that the health care professional (hcp) wanted a review of reports as the implantable cardioverter defibrillator (ICD) had four therapy episodes of inappropriate therapy due to possible atrial fibrillation (af) with rapid ventricular response (rvr). Inappropriate therapy included inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shock therapy. Boston scientific technical services (ts) reviewed the episodes for the hcp. The device remains in use. No adverse patient effects were reported. Additional information received indicates that additional inappropriate shocks and atp therapy have been delivered by the device for supraventricular tachycardia (svt). The device therapy was reprogrammed.

Event description:
It was reported that the health care professional (hcp) wanted a review of reports as the implantable cardioverter defibrillator (ICD) had four therapy episodes of inappropriate therapy due to possible atrial fibrillation (af) with rapid ventricular response (rvr). Inappropriate therapy included inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shock therapy. Boston scientific technical services (ts) reviewed the episodes for the hcp. The device remains in use. No adverse patient effects were reported.